Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported both right and left monitors failed to turn on. This is a reportable event attributed to its failure to display fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.